Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high and low blood glucose levels. The customer states their blood glucose level was as high as 330mg/dl, and as low as 40mg/dl. The customer believes the lows were due to too much lantus. The customer's most current level was 105mg/dl. The customer had recently had pump replaced for button error, and needed assistance programing replacement pump. The customer was advised to contact their healthcare provider for old pump settings and call back.